Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿channel error check IV set¿ failure was confirmed, attributed to a faulty logic board. On 22jan2025, the pump module was received unboxed and with paperwork. An internal visual inspection of the source device did not identify any obvious issues with pressures sensor, the logic board, or connections. Testing demonstrated the pump module alarm was resolved after the logic board was replaced with a good known part. The pump module will be returned to bd san diego repair center for normal processing and to replace the logic board. The report of the investigation to be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed channel and check IV set error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed channel and check IV set error. There was no patient involvement.